Manufacturer narrative:
Product analysis the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room due to a car accident. The patient received multiple appropriate shocks for ventricular tachycardia (vt)/ventricular fibrillation (vf). The patient's implantable cardioverter defibrillator (ICD) reached end of life (eol) and charge circuit timeout/inactivity. The device was explanted and replaced. As well, the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered due to nine non-sustained ventricular tachycardia episodes. Follow up was conducted to determine the second criteria for the alert, but was unable to verify exact causes. No intervention was completed on the lead. The lead is still in use. No patient complications have been reported as a result of this event.